Event description:
It was reported that the right ventricular (rv) lead experienced diminished atrial sensing over time since the initial implant. The patient complained of having symptoms and feeling uncomfortable. The physician had previously reprogrammed the atrial sensitivity to it's most sensitive setting, however the patient's symptoms persisted. The physician decided to implant a new atrial pace/sense lead to provide for better sensing and atrial pacing support for the patient. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).